Manufacturer narrative:
(B)(4)

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
Product catalog no. 485013 (uretex sup urethral support system).

Event description:
Per additional information received, the patient has experienced blood loss.

Manufacturer narrative:
(B)(4). Unspecified urinary problems, unspecified bowel problems, recurrence, dyspareunia. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced pain, infection, unspecified urinary problems, unspecified bowel problems, recurrence, bleeding (blood loss), and dyspareunia.